Event description:
It was reported that during the unpacking of a xience xpedition stent delivery system (sds), the sds was not packed correctly inside of the snare [plastic hoop]. Reportedly, the hub of the shaft of the sds, during removal from the plastic hoop, was noticed hanging loosely out of the plastic hoop which is unusual because usually the hub is fixed in the plastic hoop. The sds was removed from the snare [plastic hoop] and the shaft of the sds was found kinked. While pulling negative on the device, air was noticed in the syringe and the sds was assumed to be leaking. The xience xpedition sds was set aside and another xience xpedition sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hub hanging out of the hoop and leak were confirmed. The shaft kink was not confirmed; however, the shaft was separated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.